Manufacturer narrative:
The insulin pump was received with broken battery tube threads, a broken reservoir tube lip, broken belt clip slot at the battery tube threads, a cracked case at a display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a crack on the battery and reservoir compartment. The customer's blood glucose level was 158 mg/dl. There were missing pieces in the reservoir compartment and battery cap. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.